Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing was air/water flow was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a clogged nozzle. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material that was clogged in the nozzle of the device - however, it could not be further identified. The air/water nozzle was determined to have no deformity, nor was any physical damage noted at the point where foreign material remained. The user facility was found to have reprocessed the device in accordance with the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.